Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant has been estimated. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The additional absorb scaffold referenced in is being filed under a separate manufacturer report number.

Event description:
It was reported that the index procedure performed at the (B)(6) hospital was to treat a lesion located in the proximal left anterior descending (lad) artery. Two unspecified absorb scaffolds were implanted. On (B)(6) 2016, the patient presented at the (B)(6) hospital with proximal disease; however, all treated segments of the absorb scaffolds were ok. It is unknown whether the proximal disease is within 5mm of the absorb scaffolds. The patient was sent back to the (B)(6) hospital for evaluation of the proximal disease. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.